Manufacturer narrative:
The oad was returned with a driveshaft fracture at the crown area. Based on the analysis findings, it is possible the driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuousity or resistance that pushed the driveshaft into a tight bend shape. However, this was unable to be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted once the investigation is complete. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a highly calcified right circumflex artery with a steep angle and multiple stenoses. The first stenosis was able to be treated without complication. The second stenosis was narrower and the oad became stuck in the vessel. It was indicated the vessel was too small and too calcified, which led to the oad stopped spinning. There was no tissue/plaque observed on the oad, only a bit of contrast. The oad driveshaft fractured. The fractured components were able to be retrieved by pulling the viperwire advance guide wire. X-ray images were observed post-procedure. The x-rays showed the oad exhibited problems with the steep angle during the first lesion, as the oad nose was pointing upward. During treatment of the second lesion, the oad appeared under tension and the oad stopped spinning in the tight calcified area.